Event description:
It was reported that a patient returned to the clinic and there was 100ml remaining in the infusion bag. The total volume 230ml and the amount given was 230ml when settings were reviewed by the clinic rn (registered nurse). When the caller reviewed the data on the pump, the date is (B)(6) 2022 and actually the pump was started on (B)(6) 2022. This was the only erroneous information noted. Confirmed that the patient was not affected and there was no additional information. No patient injury was reported.

Manufacturer narrative:
Catalog number is unknown. UDI information is unknown. Premarket (510k) number is unknown. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.